Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image noise. A root cause could not be identified. Based on the investigation results, it is likely that the malfunction was caused by the plug unit and pc board not responding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a black screen. The issue was found during inspection for use. There were no reports of patient involvement.